Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient was being weaned off of sedation 5 days post lvad implant and presented with noticeable unilateral motor deficit, unable to follow commands. Stat computed tomography of head performed which showed ischemic stroke. On neurology assessment, patient was non-arousable to verbal/tactile/noxious stimuli, not able to follow commands, brainstem reflexes intact, no withdrawal to noxious stimuli. This right subcortical infarct while on heparin drops and supported on pressors with hemodynamic instability likely secondary to emboli from lvad per neurologist. Patient was in critical cardiogenic shock at time of lvad implant. Anticoagulation regimen of heparin intravenous infusion with partial thromboplastin time of 67. Symptoms included unable to follow commands and left sides motor deficits. Treated by continuing hepatitis drip targeting partial thromboplastin time 65-84. Patient was stable and not following commands. Patient was responding to pain stimulation as of (B)(6) 2019. Continued plan was to continue to monitor. Patient was in cardiovascular intensive care unit post lvad implant.